Event description:
The customer reported that while running an antibody screening assay, summit sample handler, did not pipette the correct amount of sample into well position d5 and no error message was given. A field service engineer was dispatched and could not duplicate the event. Fse replaced motor and cleaned and lubricated all tube lifters. No death or serious injury was associated with this event.